Event description:
According to the initial report received, subject aap-094 in the aortic prosthesis (aap)- single site retrospective study (study timeline 2008-2018) experienced two adverse events: on (B)(6) 2018 190 days post implant, subject experienced a supraventricular tachycardia which resulted in an ablation. At time of reintervention the subjects inr was 1.9. On (B)(6) 2019, the subject experienced an aortic aneurysm which required a reoperation for resection of aortic pseudoaneurysm and was discharged 4 days later.